Event description:
--

Manufacturer narrative:
Should additional information become available this event will be updated.

Manufacturer narrative:
Additional information recieved suggests that both leads were capped. It is uknown which lead had a performance problem as alleged by the patient.

Event description:
Boston scientific received information from the patient that the device was removed due to something being wrong with one of the leads implanted. The patient was not aware if the lead was completely removed or capped and was unsure which lead was not functioning properly. Several attempts have been made to obtain additional information. At this time no additional information is available. No adverse patient effects were reported.